Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during the regular follow-up check on (B)(6) 2022, a medical engineer observed an episode of the mode switch that seems to be due to atrial lead damage. An isometric test was conducted, but it did not reproduce. The patient had no subjective symptoms. No particular change in lead impedance was observed, and the follow-up period was shortened from one year to half a year for follow-up.